Manufacturer narrative:
Visual inspection of the device showed saline fluid near tip end of handle and two kinks in the main shaft. During pump testing of the device a fluid leak was observed. After opening the handle there was a leak identified near the tip of the handle. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was selected for a redo pulmonary vein isolation procedure. During the procedure it was noted that the orion conditioned fine and perfectly mapped the left atrium. When the physician went to map a second time it was noted that the catheter was leaking fluid from the handle. The physician checked the connections with no improvement. The catheter was replaced and the procedure was completed with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was selected for a redo pulmonary vein isolation procedure. During the procedure it was noted that the orion conditioned fine and perfectly mapped the left atrium. When the physician went to map a second time it was noted that the catheter was leaking fluid from the handle. The physician checked the connections with no improvement. The catheter was replaced and the procedure was completed with no patient complications being reported.